Event description:
Caller states the patient tested 544 mg/dl, 300 mg/dl, approximately 500 mg/dl, and 100 mg/dl on the compact plus system within 10 minutes. Customer reports taking an unknown amount of an unknown insulin based on result of 300 mg/dl, however no adverse event reported. Requested return of suspect system and replacement was sent.